Event description:
It was reported that the ilet charger cable was bent and no longer functioned, resulting in the pump not charging. Symptoms included no clinical effects. Outcomes included no impact beyond the need for replacement accessories. Investigation included customer interview and review of device accessory function. Investigation of this case revealed physical damage to the charger cable consistent with user handling. It was concluded that the charger malfunction was due to a damaged accessory and replacement was warranted.